Manufacturer narrative:
Serial no is unknown. The 510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax canada inc received notification of a cmdsnet report no (B)(4) submitted to health canada from the hospital. This second incident is described as "grey cord from the field generator unit to the scope pilot unit, the image does not appear on the screen and the grey cord needs a jiggle to make the image appear." We will follow up with the complainant as we did not receive notification of this complaint from the hospital directly. This event occurred at the time of unknown. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: based on the contents of the report, it was determined that the cause of this case was an electrical system error such as terminal contact failure, board damage, and cable disconnection due to cable pulling or bending during use, but it was not identified. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.